Event description:
It was reported that the mdu was not working and overheated during a shoulder scope procedure. A minimal delay occurred as a result. A backup device of the same model was used to complete the procedure. No injuries or complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The service assessment of the unit revealed the motor stuck in the casing. This confirmed the complaint and the root cause has been associated with electrical component failure. Factors that could have contributed to the reported event include incomplete potting on the hall board which may result in component failure, or corrosive damage on the hall board which may contribute to a short circuit. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.